Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer's blood glucose level was 115 mg/dl. Reportedly, the customer changed the pump supplies to address the issues.